Event description:
An eye care practitioner reported that a patient was being treated for a corneal ulcer and corneal abrasion associated with wear of durasoft 2 optifit toric contact lenes. Several requests have made for additional information, however no further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical review committee with the following conclusion: "this case is being classified as a possible infectious corneal ulcer." One opened lens was returned for evaluation and was found to be within specifications. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.